Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B61384-not valid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menstruation irregular ("irregular menstruation") and dysmenorrhoea ("painful menstruation"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune disorder") and allergy to metals ("nickel llergy"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, abdominal pain, menstruation irregular, dysmenorrhoea and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, autoimmune disorder, dysmenorrhoea, menstruation irregular and pelvic pain to be related to essure. Lot b61384 - inv . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-may-2021: mr received-new reporter, removal details were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure (batch no. B61384-not valid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menstruation irregular ("irregular menstruation") and dysmenorrhoea ("painful menstruation"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune disorder") and allergy to metals ("nickel allergy"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, abdominal pain, menstruation irregular, dysmenorrhoea and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, autoimmune disorder, dysmenorrhoea, menstruation irregular and pelvic pain to be related to essure. Lot#: b61384 - invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020, quality-safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B61384 not valid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menstruation irregular ("irregular menstruation") and dysmenorrhoea ("painful menstruation"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune disorder") and allergy to metals ("nickel allergy"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, abdominal pain, menstruation irregular, dysmenorrhoea and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, autoimmune disorder, dysmenorrhoea, menstruation irregular and pelvic pain to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 8-jun-2020: plaintiff fact sheet: case became serious incident. Essure removal was done for event pelvic pain. Essure removal date was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.